Manufacturer narrative:
Device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an issue with four infusion sets cannulas were bent. The issue occurred on (B)(6) 2024. The blood glucose level was 532 mg/dl and managed by changed out infusion set and gave manual injections. The insertion site was right side. The issue was occurred within 3 or more hours after insertion and used at least most of the day. The patient replaced infusion set and resume insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.